Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen with no backlight or light emitting diode (led) on, part of the internal circuitry was burned up and shorted out, the touch screen was dented and the suspected dents came from stylus. All affected components were replaced. The programmer passed all functional incoming tests thereafter. The device manufacture date for this product is march 16, 2006.

Event description:
Boston scientific received information that this programmer displayed black screen and emitted smoke. Additional information obtained from the field which indicated that no one was hurt when the event occurred. The programmer will be returned. No adverse patient effects reported.